Event description:
It was reported to gems that a pt was laying prone on the televix table for a knee examination. The pt had both hands grasping the very top of the tabletop with both hands. As the tabletop was extended towards the foot end, the operator drove the tabletop towards the head end. In doing so, the pt's fingers became entrapped between the table top and the table assembly. The resulting injury reportedly produced severe lacerations to fingers on both hands.